Event description:
A vanishpoint insulin syringe with 55 units of lantus insulin malfunctioned causing needle to retract before injection was completed. The remaining insulin sprayed patient. An unknown amount of lantus was given. The patient had elevated blood sugars. The md was aware.